Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-12649. It was reported the peripheral leads (off label use) have migrated, which was confirmed with x-rays. Stimulation is no longer in the intended area. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.